Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positives were acquired on patient samples. There was no patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: "what happens if I remove a false-positive bottle and return it to the device for more than 5 hours?"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer performed reset on both the algorithm and protocol. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positives were acquired on patient samples. There was no patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: "what happens if I remove a false-positive bottle and return it to the device for more than 5 hours?".